Event description:
It was reported to philips that there was an intermittent image storage failure due to a disk or cabling issue on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the image store and reseated the scsi cable; the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).